Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A visual inspection and functional testing were performed. A review of the alarm log identified an occurrence of the f-38 alarm, confirming the reported condition. The root cause of the f-38 alarm was determined to be an out of specification left force sensing resistor. To correct the condition, the force sensing resistor was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.